Manufacturer narrative:
The customer replaced the lamp and performed quarterly maintenance on the sample syringe. The field service representative (fsr) performed a site visit and replaced the sample probe, cuvette dry tip, wash solution syringe assembly, and calibrated the sample, r1 and r2 pipettors. No additional discrepant result issues have been reported since the service activity was completed by the fsr. The cuvette drying tip and wash solution syringe assembly resolved the issue. The instrument service history review revealed no additional service tickets associated with disc repant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trend was identified for the cuvette drying tip and wash solution syringe assembly. The calculated erratic rates for the architect c8000 system was below the upper control limit with no adverse trend this complaint issue. A search was performed with no non-conformances or potential non-conformances identified for the resolution parts associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Event description:
The account generated false depressed calcium results when processing the architect c8000. Values ranged from 3.7 to 6.0 mg/dl on 13 patients that repeated higher or in the normal range. The account uses a normal calcium range of 8.6 to 10.3 mg/dl. No impact to patient management was reported. No specific patient information was provided.